Event description:
It was reported that while implanting a zcb0000170 intraocular lens (iol) the capsular bag was punctured. The iol was removed, a vitrectomy was performed and another iol implanted during the same procedure. The iol was discarded in surgery. The reporter tried to obtain additional information whether the surgeon or the patient's ocular anatomy was responsible for the tear but the information was not forthcoming. The incision did not have to be enlarged to remove the iol but a suture was required to close the wound. The report indicated the surgeon used a non-approved implantation device to implant the iol.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.